Manufacturer narrative:
Date of initial report: 2017-03-20 date of follow-up report: 2017-05-09 one used lf1637 was received for evaluation, and examination of the returned device confirmed the issue with difficulty opening the jaws. Examination of the device found the jaws were closed and would not open. Disassembly of the device found the metal latch of the device was caught on the inside plastic lining of the body, preventing the jaws from opening. The investigation identified the cause of this type of damage to be mishandling during use.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Date of initial report : 2017 - date of follow-up report : (B)(6) 2017 one lf1637 was received for evaluation. This device had been used in the treatment or diagnosis of a patient. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. The returned product did not meet specification as received. Visual inspection found that the device was returned with the jaw closed. The customer reported device difficult or impossible to open. The reported condition was confirmed. The investigation found that the handle of the device was difficult to open, unless forced. Further investigation found that the latch pin on the handle was bent, which was preventing the handle from moving smoothly along the track on the inside of the device body. This occurs when the handle is forced open. The investigation identified the root cause of the reported event to be rough mishandling by the user. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Date of initial report: (B)(6) 2017 the incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during a procedure, the jaws of the device would not open.